Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the sr component was fractured. If the pod pc is manipulated against resistance during use, damage such as the sr component may fracture. Evaluation of the returned non-penumbra microcatheter revealed ovalization along the catheter shaft. The root cause of this damage could not be determined. However, this damage may have contributed to resistance during the procedure and resulted in the sr component fracture. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a retroperitoneal bleed in the internal hypogastric artery using a pod packing coil (podj), a non-penumbra microcatheter and a non-penumbra guide catheter. During the procedure, the physician placed a few penumbra coils in the target vessel using the microcatheter. Next, while attempting to advance the podj through the microcatheter, the physician experienced resistance and therefore, he stopped advancing the podj. The physician pulled back on the microcatheter realizing that the podj had unintentionally detached with more than half of the podj inside the microcatheter. Therefore, the microcatheter was removed. After removing the microcatheter, the physician noticed that the coil was in the guide catheter. The physician then applied negative pressure and removed the guide catheter containing the detached podj. The procedure was completed using packing coil lps, ruby coil lps, a new non-penumbra microcatheter and a new guide catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.